Event description:
It was reported that closure of a femoral vein was attempted using a perclose proglide device after a melody valve interventional procedure. Reportedly, a cuff miss occurred. A second perclose proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight was described as average weight. Incorrect anatomy; the device was used in the femoral vein. Per the instructions for use, the perclose proglide is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle to cuff miss was not confirmed. Analysis of the returned device revealed that both cuffs had successfully captured the needles. The rail suture end had been cut and the rail suture was broken during the knot advancement. Based on the visual inspection and analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.